Event description:
Boston scientific crm received information that one day after the implantation of this implantable cardioverter defibrillator (ICD), the patient developed a hematoma. The pocket was treated and the patient was discharged. Several days later, the patient returned to the hospital for another pocket hematoma and infection. The pocket was revised and antibiotics were administered. However, the infection persisted and the system was then completely explanted and replaced with competitor's products on the opposite side from the initial implant. No other adverse patient effects were reported.

Manufacturer narrative:
The explanted products will not be returned to boston scientific. No additional information is available. If any additional information does become available, this report will be updated.